Manufacturer narrative:
The device was returned and evaluated. No inadvertent movement was experienced.

Event description:
Alleges she was sitting in the scooter when all of a sudden the scooter went backwards and then popped up. Scooter tipped sideways and her and the scooter fell over and she was stuck into the seat of the scooter.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges she was sitting in the scooter when all of a sudden the scooter went backwards and then popped up. Scooter tipped sideways and her and the scooter fell over and she was stuck into the seat of the scooter.